Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 275-500 mg/dl. A system check was performed on the pump and the occlusions appeared to be within the infusion set tubing. The customer also reported that the customer had been using apidra insulin in the cartridge. The customer changed the supplies on the pump twice. The customer delivered correction boluses to address the bg level.